Manufacturer narrative:
The customer reported problems acquiring a 12-lead ECG and also noted some issues while performing an operational test. The customer also reported unexpected messages in the event file from this device. There was no negative impact to the pt being monitored. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported problems acquiring a 12-lead ECG and also noted some issues while performing an operational test. The customer also reported unexpected messages in the event file from the device. There was no negative impact to the pt being monitored.